Event description:
A consumer reported, via social media, visual problems following photo refractive keratectomy (prk) due to a mismatch between treatment zone, nightime pupil size, and also irregular corneal topography. Further follow up with the social media site indicated the date of the prk treatment was on (B)(6) 2013 and the consumer was taking hydrocodone/acetaminophen for pain 'for several days postop". For one month she used antibiotic and steroid eye drops. The consumer also reported that five months following prk treatment symptoms, that were not present prior to the surgery, of visual snow when eyes are opened or closed, negative palinopsia, can see veins in eye in certain intense lighting conditions, photophobia, diminished low light vision, reduced contrast sensitivity, convergence insufficiency, dry eye, starburst, halos, and ghost images. The photophobia was noticed immediately following surgery and has "diminished but never went away". The consumer also indicated "it's possible my prk procedure directly and immediately caused all my symptoms - or it's possible that some or all of them were caused by the round of hydrocodone/acetaminophen (mentioning this because I have heard of people developing hppd after an opiate binge, and hppd has many if not all of the same symptoms as vs), or by my sensory deprivation and total out-of-it-ness for the several days afterward, by the use of either eye drop, or by whatever else." Unable to obtain additional information due to the surgeon nor the user facility were provided. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).